Manufacturer narrative:
This reported event and subsequent repairs were investigated through the tsc troubleshooting process. A review of the device service history record was performed from the date of manufacture to the date corresponding to this service notification number. The database showed no quality notifications were opened for the device. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was returned for servicing which correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode. The customer stated that there was no patient involvement.

Event description:
(B)(4). Resolve customer issue explain to her regarding error cod e100-1250. Has to do with the logic board on unit it is a unknown board type detected on the option board slot. Customer prefer to send unit in for repair services unit is under warranty repair. (B)(4). Customer called in for help on 8015 unit has ca error code 100-1250 which the error code has to do with the logic board on unit will have to be replace. The error is cause an unknown board type is detected in the option board slot. She can remove & replace the option board, customer prefer to send unit in under warranty repair.